Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was between 312-567 mg/dl. Customer's bg was corrected via a manual injection. Reportedly, the pump had been thrown into a pool prior to battery depletion issue occurring. The customer reverted to an alternate method of insulin therapy.